Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the farawave was visually inspected and it was not identify failures or evidence that could be lost due to decontamination process. No outer abnormalities were observed. Also, in the functional testing, a guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Therefore, the reported allegation was unable to be confirmed.

Event description:
It was reported that a patient experienced a st elevation during venous closure and had to be hospitalized. It was reported that a farawave was selected for use. The case went as planned with no issues until after the doctor had scrubbed out. The patient's st value elevated and then came back down with about 5 minutes. It was a proximal lad spasm that came and went before our eyes. No air was introduced. Cardiac catheterization was performed. They kept the patient in the hospital and are going to check him again with echo. Lad spasm possibly was the cause for the st elevation. The patient is currently fine and it was discharged. The st elevation went away by itself. The farawave and faradrive are available to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st elevation during venous closure and had to be hospitalized. It was reported that a farawave was selected for use. The case went as planned with no issues until after the doctor had scrubbed out. The patient's st value elevated and then came back down with about 5 minutes. It was a proximal lad spasm that came and went before our eyes. No air was introduced. Cardiac catheterization was performed. They kept the patient in the hospital and are going to check him again with echo. Lad spasm possibly was the cause for the st elevation. The patient is currently fine and it was discharged. The st elevation went away by itself. The farawave and faradrive are available to return for analysis.